Event description:
Customer reported that the device had a service light illuminated and blank screen, customer was unable to turn the device off without removing the battery. The failure was discovered when a nurse attempted to perform the user test in the morning check. The facility biomed evaluated the device and observed a lock-up failure. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): the device was returned and evaluated at physio-control. Physio was unable to duplicate the reported issue and found no failures. Physio replaced the system control pcb, user interface pcb and the flex cable that connects the user interface pcb to the system/memory pcb as a pre-caution measure. Physio confirmed proper device operation through functional and performance testing and returned it to the customer for use. Further testing of the removed assemblies at failure analysis center re-assured normal operation of the parts.